Event description:
Information received with return of the explanted device notes that one day post implant, the physician noticed that the tissue around the pocket was throbbing with each pacer stimulation. Therefore, the device was replaced. The patient was recovering.